Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). Operative notes, product information, patient information, and x-rays were requested however none were provided. Relevant medical history and adherence to rehabilitation protocol are unknown. No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the product are unknown; therefore the device history records could not be reviewed. These products were used for treatment. It could not be confirmed if the devices are an approved and compatible combination. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported that one patient had transient paresthesias in the lateral cutaneous nerve distribution that resolved at 6 months postoperatively.